Manufacturer narrative:
The issue is under manufacturer's analysis. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Following the information reported by the maquet (B)(4) representative on the (B)(6) 2017 maquet (B)(4) became aware of the spring arm of surgical light x-ten device being broken. The issue was found between surgeries, therefore we report this event in the abundance of caution as any part falling might cause an injury. It was confirmed that no person was injured. Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Maquet sas became aware of the issue with one of the x-ten surgical lights. As stated, a failure of welded joint on the spring arm was found between surgeries. No adverse consequences were raised. Nevertheless, we reported this event based on the potential as this failure could have led to the detachment of a light head. It was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification. During the event occurrence, the device was not being used for patient treatment. During this investigation, it was established that the reported issue has never resulted in a serious injury or worse. The breakage appeared due to the tearing of the spring arm tube on the edge of the welding joint. The spring arm used in the device is of production year 2005. The spring arm design was adapted by increasing the thickness of the tube from 2006 production onwards. The old version of the tube has 1,35 mm of thickness, whereas the new version of tube has 2,35 mm. As a result, the external diameter of tube has increased to 34 mm. To prevent any other similar incident we have addressed this issue with a previous field action msa-2009-003-iu[z-0182/188-2010] and since we see recurrence of the events - as we received new complaints from certain markets where these devices are still in use- we started a new field action msa-2017-002-iu. The device involved was confirmed to be part of the consignee list and therefore was planned to be updated, however the update did not take place yet. The defective part was replaced after the issue occurrence. The planning of the field action is done device per device, based on the device availability: due to the field action activity the use of the customer facility or faces downtime, which is hard to fit in our customer¿s schedules. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: pedro cruz

Manufacturer narrative:
There was a typing error in the description therefore we decided to correct it. Getinge USA sales, llc (importer) is submitting this report on behalf of of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(6).

Event description:
Following the information reported by the maquet sas representative on the 31st of august 2018 maquet sas became aware of the spring arm of surgical light x-ten device being broken. The issue was found between surgeries, therefore we report this event in the abundance of caution as any part falling might cause an injury. It was confirmed that no person was injured. Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).